Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii devices failed to load. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The device was returned to the factory for eval. Refer to MFR report # 2242352-2012-00510 for the related reports.

Manufacturer narrative:
Investigation: the device was returned to the factory for eval. It shows no signs of clinical usage and evidence of blood. Visual inspection revealed that the delivery device was inside the loading device. The tension spring assembly was inside the delivery tube and the seal was close to delivery device tube. The green slide lock and the white plunger were not depressed on the delivery device. The delivery device was not in the correct position in the loading device; consequently, the delivery device could not move forward. It is not clear as to why the delivery device was incorrectly positioned. When the delivery device was moved to the correct position, the delivery device was able to move forward and load the seal without any issue. No issues were observed when the seal was removed from the loading device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).